Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and out of range pace impedances. The impedance values were greater than 2500 ohms. During testing, sensing and pacing thresholds also decreased. The noise could be reproduced with isometrics. A revision procedure then occurred and the ra lead was surgically abandoned. No additional adverse patient effects were reported.